Event description:
The lead was explanted. Explant method: intravascular/superior. Technique/tools: direct traction, intravascular counter traction. Sheath(s) no complications.

Manufacturer narrative:
Evaluation summary: visual inspection under 30x magnification indicates j stiffener wire has fractured approx. 30mm and approx. 37mm proximal of the weld site. The proximal section of the j stiffener wire measures approx. 50mm and has migrated down lead body approx. 81mm proximal of the weld site. It appears that the entire j stiffener wire was received with all recorded measurements adding up to approx. 87mm. Sem analysis is pending on the fractured j stiffener wire.